Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 29 mg/dl by the time the paramedics arrived to her home. The customer was experiencing unexplained low glucose for the past two months. Troubleshooting was performed. The customer's most recent glucose reading was 255 mg/dl, and she has treated with food and glucose tablets. The programming, time, and date were correct. During the call was found that the customer had a gastro bypass. No further information was provided.